Event description:
It was reported that the patient's implantable cardioverter defibrillator went inappropriately into back-up operation. The device was restored without issue. There were no patient consequences.